Event description:
Ous MDR - after an implantation time of about 23 months, oversensing with inappropriate shock deliveries was reported. The patient is (B)(6) weeks pregnant and is monitored in the hospital until the delivery. Lead and ICD remain implanted at this time.

Manufacturer narrative:
The returned lead and the enclosed data were thoroughly analyzed. The available trend graphs showed a gradual increase in the pacing impedance from 500 ohm in (B)(6) 2015 to about 1800 ohm in (B)(6) 2016. Subsequently, the pacing impedance dropped to about 1500 ohm. In addition, the iegms showed interference signals in the rv channel, which led to shock deliveries. During the analysis of the lead, multiple signs of wear were found along the lead body. In particular in the distal area near the shock coil, the insulation was damaged. This damage is very likely the cause for the observed noise artifacts. The position and characteristics of the insulation damage lead to the assumption of strong mechanical stress of the lead in the implanted state, which led to an unexpectedly early wear and tear of the lead. Reasons for such an increased stress level of the lead are hard to determine without xray images, diagnostic images of another kind, and more information about the patient. Influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, as well as an increased physical activity of the patient, especially of the upper body. There were no indications of material defects or manufacturing errors.